Event description:
Eea stapler used for anastomosis, and after anastomosis occurred, surgeon checked bowel for leaks. Leaks present. Surgeon unsure if leaks are related to device. Stated he believed similar occurrences have happened previously (in last couple weeks) in similar surgeries (other surgeons involved).